Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via rep regarding a patient receiving morphine (20 mg/ml, 3.5 mg/day), bupivacaine (9.5 mg/ml, 1.66 mg/day) and ketamine 576.4 mcg/ml, 100 mcg/day) via an implantable pump for non-malignant pain. It was reported that the caller stated she was asked by the healthcare provider (hcp) to check the pump status on the patient whom is hospitalized in possible withdrawal. Caller states logs show a motor stall occurred (B)(6) 2021. Caller states the patient is unresponsive now so she is not sure a MRI had been done at the time of the stall. Discussed speaking to the hcp. Caller did recheck the pump status and it does not show a recovery. Discussed motor stall, min rate mode, pump replacement, and sending pump back to medtronic for analysis if explanted or replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) indicated the cause of the stall was unknown however, his elective replacement indicator (eri) was > 1 month. The actions/interventions taken was the pump was put on minimum rate. Patient weight was asked but unknown. The issue had not been resolved at the time of this report. It was reported that the patient was still in the hospital and not a candidate for surgery at this time.